Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of (1) loose 0.5ml bd insulin syringe. The customer reported needle/shield separation from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. CAPA#1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel."